Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive, and subsequently the pump shutdown. Reportedly, the pump was submerged in water for more than 30 minutes. Customer¿s blood glucose ranged from approximately 200-300 mg/dl. Reportedly, the customer reverted to alternate insulin therapy.